Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient experienced issues with the transmitter. No additional event or patient information is available. Data was received for evaluation; data review confirmed the issues with the transmitter. The probable cause was determined to be a loss of connection.